Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings:the keypad was observed to be peeling at the ok button. The up arrow, down arrow, ok buttons were completely unresponsive during testing; the contrast button responded properly. The keypad was removed and evidence of contamination was found under all of the button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test screen was inserted and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The "down" button became intermittently unresponsive "a long time" before the complaint; at the time of the complaint the button is completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.